Event description:
The power cord that goes from the wall to the base of the ventilator keeps sliding out of the plug and does not conduct power to the unit. When power is not being conducted to the ventilator, it will not charge the internal battery. If this should happen while on a patient, then there is not a special alarm to signal that it is on battery back up and has the potential to shut down.